Manufacturer narrative:
The DHR could not be reviewed due to the unknown lot number. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred regarding a 122" (310 cm) appx 3.5 ml, ext set, smallbore w/clave¿, luer lock reported that bivalrudin infusion tubing found disconnected from trifuse closest to patient. Tubing & medication syringe discarded and reprimed with fresh medication. There were patient involvement and no patient harm.